Event description:
It was further reported that the lead was revised and the patient was receiving better coverage.

Event description:
It was reported that there was a loss of therapeutic effect. The manufacturer representative noted that the lead was being revised to improve pain coverage. The lead was covering 7-8 and they were going to move it down to 9-10. Information regarding when the symptoms started, the lead revision, and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).